Event description:
It was reported that the bd micro fine¿ + pen needle outer cover was loose and could not detach the needle from the pen after the injection. The following information was provided by the initial reporter: "the patient's report is that the outer cover was loose and the pen needle could not be detached from the pen after injection."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 03-mar-2023. H6: investigation summary one open 32g x 4mm pen needle sample along with one sealed 32g x 4mm pen needle polybag containing fourteen sealed pen needle samples and three photos were returned from lot. No. 2130199, cat. No. 320136. A functionality test was carried out on all returned samples as per q-sop-183-dl and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. No issues were observed with the returned sample therefore no root cause can be identified.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd micro fine¿ + pen needle outer cover was loose and could not detach the needle from the pen after the injection. The following information was provided by the initial reporter: "the patient's report is that the outer cover was loose and the pen needle could not be detached from the pen after injection."